Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead was found to be dislodged. The lead was not capturing in the ventricle and a chest x-ray revealed that the lead was pulled back into the right atrium. The patient did not want to undergo a revision procedure and therefore the device was programmed off. This rv lead remains implanted at this time. No adverse patient effects were reported.